Manufacturer narrative:
This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, which was able to be reproduced through provocation testing. X-ray imaging did not show any abnormalities or movement of the system. The s-ICD was reprogrammed, and the patient went home. Later in time, the patient ended up receiving another inappropriate shock due to oversensing of noise, despite the previous reprogramming performed. The patient was admitted to the hospital and after discussion, it appears all of the inappropriate shocks appear to be happening in the night. The patient mentioned that their young child often sleeps in the bed with them and they may be frequently kicking the patient in the chest throughout the evening while they sleep. As there have been multiple shocks and noise present in all sensing vectors, the patient has been listed for a revision procedure soon. For the time being, the patient will be hospitalized, and the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, which was able to be reproduced through provocation testing. X-ray imaging did not show any abnormalities or movement of the system. The s-ICD was reprogrammed, and the patient went home. Later in time, the patient ended up receiving another inappropriate shock due to oversensing of noise, despite the previous reprogramming performed. The patient was admitted to the hospital and after discussion, it appears all of the inappropriate shocks appear to be happening in the night. The patient mentioned that their young child often sleeps in the bed with them and they may be frequently kicking the patient in the chest throughout the evening while they sleep. As there have been multiple shocks and noise present in all sensing vectors, the patient has been listed for a revision procedure soon. For the time being, the patient will be hospitalized, and the s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of inappropriate shock, oversensing, and noise. However, analysis did identify a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise, which was able to be reproduced through provocation testing. X-ray imaging did not show any abnormalities or movement of the system. The s-ICD was reprogrammed, and the patient went home. Later in time, the patient ended up receiving another inappropriate shock due to oversensing of noise, despite the previous reprogramming performed. The patient was admitted to the hospital and after discussion, it appears all of the inappropriate shocks appear to be happening in the night. The patient mentioned that their young child often sleeps in the bed with them and they may be frequently kicking the patient in the chest throughout the evening while they sleep. As there have been multiple shocks and noise present in all sensing vectors, the patient has been listed for a revision procedure soon. For the time being, the patient will be hospitalized, and the s-ICD remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.